Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal left anterior descending artery (lad) with one 2.5 x 15 mm stent and one 2.5 x 12 mm stent and in the proximal lad with one 3.5 x 15 mm stent. On (B)(6) 2011, the patient expired. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 12 mm and 3.5 x 15 mm. Other: clopidogrel, aspirin. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.